Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, lab: 1.6 -- adjusted coumadin dose; (B)(6) 2011, 5.0 -- adjusted coumadin dose; (B)(6) 2011, 3.7 -- not sure if dose was adjusted; (B)(6) 2011, inratio: 4.2, lab: 6.2 (done immediately after fingerstick test). Pt has therapeutic range of 2.0-3.0.

Manufacturer narrative:
Investigation pending.